Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer is not pressurizing up to 290mmhg with the tower. No adverse patient effects were reported.